Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The up and down arrow buttons were found to be intermittently responsive during testing. Upon examination, contamination was observed under the up and down button key contacts. The user's complaint of a cracked case was confirmed. Scratches were observed on the plastic display bezel. Correction: the reporter was a product analysis investigator from animas corporation,(B)(4).

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2011: the pump was returned for investigation and evaluation revealed intermittent button responses that had not been reported by the user.